Event description:
On (B)(6) 2023 I went to my eye dr. At (B)(6), for an annual eye appointment. At the appointment I was fitted in contacts that I have been wearing for 5 years now. The contacts were ordered and shipped to my home. I received the contacts on (B)(6) 2023 and upon insertion of the left eye contact I had severe irritation and removed the contact and called dr. Says online and they prescribed me an antibiotic eye drop and told me to throw the contact that I had used away and advised me to go to the eye dr. If pain persisted. Diagnosis was suspected corneal abrasion. On (B)(6) 2023 my eye felt better and I inserted another set of contacts from the same box. Please note left eye prescription is different from the right eye. So my problem was from one particular box of contacts. I immediately felt as if a piece of glass was in my left eye. I removed the contacts went onto work and ended up having to leave and go to the nearest eye dr. I went to (B)(6). Every time I blinked even without the contact it felt as if left eye had been cut with a piece of glass it was very painful. At that point I was put on an antibiotic and diagnosed with superficial keratitis. After being on the antibiotics for 2.5 weeks I felt like eye pain had gone and I put in another set of contacts left eye same box. The date was (B)(6) 2023. I immediately felt as if I had glass in my eye and removed the contact and called the (B)(6) eye dr. And asked them if they could look at this contact under the microscope and I was told to go to where I originally had my eye exam and had ordered the contacts. On (B)(6) 2023 I went back to my eye dr. With all my medical records and asked to meet with a manager and was placed with assistant manager (B)(6). I am a braille transcriber and work with blind children at this point I understood there was not a problem with my eye itself it was this particular box of contacts and I wanted the eye dr to let the rep for alcon know that they need to be aware I did not want any harm to come to someone else. I handed the balance of the contacts to (B)(6) and she opened one there were 3 left out of 6 and she felt it and said there is definitely something wrong with these. She also said they would replace the contacts for me and she would forward all the info I submitted to the rep. I asked her to please make sure I did not get a replacement box from the same batch she assured me that it would not be. On (B)(6) 2023 I picked up the box of replacement contacts and went home and wore one out of the box with no problem. On (B)(6) 2023 I opened another contact from the replacement box and I immediately felt as if I had glass in my eye and in disbelief I removed it and went to the box and checked the serial number, batch, and lot to the box that I had handed over to the eye dr for the rep to give to alcon. I had taken a picture of the box to make sure I did not end up with the same batch but when I received them I did not feel like I needed to check them. At that point I compared the box to my picture in my phone and all the info on the box was identical. At that point I had been getting information from (B)(6) at my eye dr that the rep said I would get a lot of replacement contacts or a settlement is what (B)(6) had told me. I was so furious that I had been given the exact same batch that I asked not to be given that I decided this was serious and someone was not doing their job to protect others from injury. On (B)(6) 2023 I decided that I needed to call the FDA and report there is a problem with these contacts. I spoke to (B)(6) with the FDA that told me to call compliance and to also submit this form. (B)(6) with compliance urged me to also contact alcon directly and let them know of this problem as sometimes the reps try to handle things on their own. I called alcon same day and made a report. Test date: (B)(6) 2023. Additionally alcon was not aware there was a problem and they opened a case and gave me a case number #(B)(4). They also said they would be following up with my eye dr for the other case number that should have been started due to this problem. There was not a case number as someone not sure whether it is the rep or it is the eye dr office was doing their job. I had to go back into their office that same day (B)(6) 2023 and pick up my glasses that I had to order due to not being able to wear the contacts due to injury. I asked again for a manager and was placed with (B)(6) manager and I went over all the details and asked why I was given a box from the same batch and she could not give me an explanation. I also told her I felt like there is fault with their office as well as with the rep for alcon. I was told by (B)(6) manager with my eye dr. That (B)(6) had filled out a form and did give it to the alcon rep. (B)(6). Later that day I was contacted by someone from my eye dr. Asking me if alcon gave me a case number and asked if they could have it. I did give it to the caller and that person said oh that's funny that's the same number we have. I said well that's funny as this case number was just generated today from my call to alcon. Alcon has been calling me ever since asking me to (B)(6) the replacement box to them so they can check the problem. I told them I was not going to do that until I had talked with the FDA and also an attorney. They have the info from the two boxes and if they can give me two boxes at two different times they can go find their box on their own along with the two left over from the original box that was given to their rep. I will continue to hang onto to the box until further investigations have been done to protect others from eye injury and possibility of blindness due to this. Gtin on both boxes 00033362002313, lot 10606575, manufactured 06/24/2022, exp 05/31/2026, also says 30003789 ver:01. Reference report #mw5115766, #mw5115768, #mw5115769.